Event description:
End user called to complain of the standardization calibration test did not work for the device. This was confirmed on the phone. The defective device was replaced and returned for investigation.